Manufacturer narrative:
Elutia lhr review completed on 16-jan-2025 for lot m24l1303 and subassembly lot m24k1270. No discrepancies in the manufacturing process were noted in either batch record during review. It is noted that per the instructions for use (IFU - art-20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with the finished elupro device, "undesired remodeling" is listed within the potential complications associated with device usage. Lead dislodgement is a known complication with the implant of a cadiac implantable device for cardiac surgical procedure.

Event description:
Sales representative notified by physician that a 70 year old patient presented with cardiac lead dislodged for cardiac implantable device at device check and came in for a lead revision on (B)(6) 2024 (two days after initial implant). Original elutia device used was an elupro antibiotic-eluting bioenvelope (model # cmcv-124-lrg, lot # m24l1303). The patient underwent lead revision procedure two days after initial implant. Elupro rifampin/minocycline disk was present. Fragments of elupro extracellular matrix ecm pouch as well as the suture were still in the pocket. Cardiac implantable device had dropped and leads were disorganized. Lead(s) were re-attached to the heart and a cangaroo envelope device was used to re-implant the cardiac implantable device. Physician describes the elupro device as possibly related to the incident/event of rapid breakdown of elupro (ecm) allowing the cardiac implantable device and leads to move from initial placement before pocket (elupro device) could mature. The physician also mentions the patient's tissue was friable and could also have contributed to the incident/event. The physician describes the patient as doing well following treatment.